Manufacturer narrative:
The device was not returned for evaluation. Damage is most likely due to stress overload from handling or retracting heavy tissue; the instrument is designed to grasp soft tissue only. The instrument had been in use for approximately five years.

Event description:
As per a copy of medwatch #mw5079156 received via mail on (B)(6) 2018, a portion of the bowel grasper broke and detached during surgery. The detached portion was retrieved and there was no patient harm.